Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturing reference number: 2017865-2025-14332. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited high threshold after fixation. The physician repositioned the lp and cardiac tamponade was noted. Thoracotomy was performed to remove the lp and address the perforation. Post procedure, the patient was extubated and recovering well.